Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "under process [sic] tissue, no error prompted unit ran to completion. Unit is set up 70, 80, 90% customer was prompted to changed final threshold on bottle 4 monday customer changed reagent to 80%. 110 cassettes underprocess [sic] consist of routine biopsy on ret b. Ran to completion. Upon embedding tissue were discovered to be mushy. Customer changed all the reagents yesterday to fresh alcohol, they ran the processor overnight and tissues came out fine." On (B)(6) 2022, the assigned leica field applications specialist-core histology (fas) obtained further information regarding the circumstances involved in this complaint. The fas documented the following observations: "...instrument software configuration for stations 3-10 are set as reagent type "ethanol". User labelled physical bottles 3, 4 and 5 as 70% ethanol, 80% ethanol, and 95% ethanol, respectively. User stated that they create graded ethanols for bottles 3, 4, and 5 when changing reagents. Reagent change threshold for 'ethanol' reagent type is 51%. After poorly processed patient tissue was discovered by user, the user stated they had changed the reagents in ethanol bottles and user ran patient tissue after replacing reagents. User said tissue processed with better results after changing reagents in ethanol bottles. Event log indicated the following warning: code 16 at 31 jan 01:25 pm "final concentration [sic] threshold [sic] for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol [sic] station, bottle 4". Customer changed ethanol bottle(s)/station(s) 4, 5, 6 after incident occurred." The fas also documented that the patient tissue samples involved in this event were derived from one (1) "2 hour protocol" protocol comprising 110 cassettes, which had been executed in retort b, with the start/end time & date of the affected run detailed as: "start time: (B)(6) 2022 13:33:23 & end time: (B)(6) 2022 04:47:23"; and the affected patient tissue samples had been re-processed using "1 hour protocol". The tissue types of the affected patient tissue samples were detailed as: "gi and skin shaves". The size(s) of the affected patient tissue samples was not provided. On (B)(6) 2022, the fas documented the following actions: "customer was instructed to not pull bottles out while protocols are already running. Customer was reminded to input the correct concentration of the reagent that is being used when resetting the station properties. The station configuration on the instrument was set to have dedicated 70% ethanol on station 3, dedicated 80% ethanol on station 4, and dedicated 95% ethanol on station 5. The reagent change threshold for reagent type 'ethanol' was modified from 51% to 96%. Customer agreed this is a better configuration for their preferences. After the instrument was reconfigured with dedicated graded ethanols on stations 3, 4 and 5, the protocols the customer was using was modified to reflect the appropriate stations during processing. Prior to instrument station reconfiguration and protocol changes, the customer was communicated/recommended that a change to their protocol and configuration [sic] would require revalidation of protocols and use of test tissue. It was also recommended to the customer to not reprocessed patient tissue that has been cooked/fried, because reprocessing would further overprocess the patient tissue. Customer was also recommended to replace xylenes, waxes, and cleaning reagents after incident occured [sic] because water contamination [sic] could of been introduced into these reagents due to incident." On (B)(6) 2022, leica biosystems melbourne received information from the assigned leica field applications specialist-core histology that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 4 (ethanol) was not in contact with the corresponding sensor for approximately 05:38 minutes from 13:26pm on (B)(6) 2022, which is sufficient time to replace the reagent in this bottle. The station properties for bottle 4 (ethanol) were reset at 13:32pm on (B)(6) 2022, with a user affirming in the instrument graphical user interface (gui) that the reagent in bottle 4 (ethanol) was not of the default concentration, and the reagent concentration in this bottle was manually input as 100% by a user. Although a user affirmed in the gui that the ethanol concentration in bottle 4 (ethanol) was to be set to the default value of 100% at 13:32pm on (B)(6) 2022, the information provided indicates that bottle 4 (ethanol) had been filled with ethanol at a concentration of 80%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 4 (ethanol), which had an ethanol concentration of 80% due to the use error when setting the ethanol concentration for bottle 4 in the gui, was used for the final dehydration step of the "factory 2hr xylene standard" protocol started in retort b at 13:33pm on 31 january 2022, from which sub-optimal processing of patient tissue samples was identified by the complainant. Investigation of this complaint found that the instrument functioned as designed during execution of the "factory 2hr xylene standard" protocol started in retort b at 13:33pm on (B)(6) 2022, from which sub-optimal processing of patient tissue samples was identified by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 13:32pm on (B)(6) 2022. Specifically, manual replacement of the reagent in bottle 4 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."